Manufacturer narrative:
This product is not marketed in the us. Device problem code: (B)(4) off-label use, acd<3.0mm. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -05.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was exchanged with a for a shorter length lens due to excessive vault in a second surgery on (B)(6) 2020. This resolved the problem.cause of the event is reported as unknown.

Manufacturer narrative:
Corrected data. The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -05.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019 the lens was exchanged with a for a shorter length lens due to excessive vault in a second surgery on (B)(6) 2019. This resolved the problem. Cause of the event is reported as unknown. Claim # (B)(4).